Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold measurements. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold measurements. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that this ra lead exhibited lead dislodged and was returned for analysis.